Event description:
It was reported that a patient's right ventricular (rv) lead presented with noise. The rv lead was explanted. The patient condition is not known.

Manufacturer narrative:
The reported event for noise was confirmed. Visual inspection of the lead found external outer insulation abrasion that breached the outer insulation and exposed the outer coil at 17.4 cm to 18.2 cm from the connector pin consistent with friction to the device can. The cause of the reported event was due to exposure of the outer coil at the abrasion zone.